Event description:
During an angioplasty procedure of the left superficial femoral artery (sfa) there was a dissection of the target vessel. The pt is a male with medical history including peripheral vascular disease, bilateral femoral artery previous interventions, left popliteal artery previous intervention, diabetes mellitus, hypertension and history of smoking. The target lesion was the left proximal and distal sfa. Access method was percutaneous and puncture site contralateral. The vessel anatomy at the lesion site was straight, the type of lesion was de novo, and the vessel was calcified. There was no thrombus present at the target site. Lesion location was 3cm above the superior edge of the patella. Total lesion length was 200mm not occluded. The sfa was treated with a cordis powerflex balloon (6x40mm), at a maximum pressure of 15 atm. Following balloon expansion, there was a dissection at the lesion site. The dissection was treated repeat balloon dilatation. The pt was discharged the next day. After the procedure, it was noted that there was a small hematoma at the puncture site.

Manufacturer narrative:
This study pt underwent percutaneous angioplasty to the left superficial femoral artery (sfa); during this procedure, the pt suffered a femoral access site hematoma and a femoral artery dissection,. The pt was a male with medical history including peripheral vascular disease, bilateral femoral artery previous interventions, left popliteal artery previous intervention, diabetes mellitus, hypertension and history of smoking. The left proximal and distal sfa were treated with a powerflex balloon, at a maximum pressure of 15 atm. The vessel anatomy at the lesion site was straight, lesion was de novo and the vessel was calcified. There was no thrombus present at the site. Percentage stenosis before procedure was 80% and after pta 20%. A dissection was reported after dilation, which was treated with repeat balloon dilatation. At discharge from the angio suite, it was noted the pt had a small hematoma at the arterial puncture site, there is no reported info regarding treatment of the hematoma. Pt was discharged on aspirin, statins and metformin. The product was not returned for eval and testing. A device history record review was performed and showed that this lot of product met all requirements per the applicable manufacturing quality plan. Hematoma and arterial dissection are known potential adverse events associated with percutaneous angioplasty procedures. Due to the nature of the physical manipulation of the femoral artery during these procedures, hematoma is an anticipated event. Precautions are implemented to prevent the development of a hematoma. Further, the anticoagulation medication regimen required in interventional procedures predisposes patients to bleeding complications; coupling this with the manipulation of the artery, the chances for hematoma are increased significantly. Review of the info suggests, there were pt factors that may have contributed to the artery dissection, specifically the patient's history of peripheral vascular disease and the vessel's calcification.